Event description:
It was reported that the pt was diagnosed with an inflammatory mass at the catheter tip that required treatment. No pt symptoms, treatment, or outcome was reported. The drug contained in the pt's pump was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Product ID: 8709, lot# j11182r09, ubd 2004-05-01, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the tip of the catheter had moved and was constantly moving and was sending the patient¿s blood pressure through the roof. Per the patient their blood pressure was over ¿200¿. The catheter moved from t4 to l2 and was discovered via cat scan. The patient also stated that they have granulomas around the catheter and the patient was vomiting and constantly shaking. The patient also stated that the pump needed to come out, the pump had not been filled since 2015. No further complications were reported.